Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No delivery anomaly noted. Device was downloaded and all bolus delivered were found at the care link report. No unexpected no delivery alarms noted. Device was also programmed with test glucose meter. Device communicated properly and recorded the 103 mg/dl value properly from glucose meter. Motor passed motor test. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners and stained serial number label. Insulin pump passed the delivery accuracy test at 0.0881 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 98 mg/dl at the time of the call. The customer believes the pump is over delivering as they are getting too many lows. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated their meter showed a reading of 168 mg/dl but their carelink report shows a reading of 91 mg/dl. The insulin pump will not be returned for analysis.